Manufacturer narrative:
This supplemental report is being submitted to provide the corrected manufacture date. Manufactured correction - updated from 9/23/2021 to 9/03/2021. Please refer to section h4 for the updated date of manufacture.

Event description:
No new additional information received from the customer.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed: the most probable cause of the e315 error was due to water ingress from the air leakage location, causing water droplets to adhere to the circuit board. Then a short-circuit occurred, resulting in image abnormalities. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the event is detectable/preventable by following the instructions for use which state: bf-h1200 operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed no image and e315 error code. The issue occurred during preparation for use. There were no reports of patient harm.